Event description:
A malfunction on the pump was reported by the caller, but there were no notable events prior to the issue, and no adverse impact to the customer¿s blood glucose level occurred. Initially, the customer was not at home to reset the pump, so technical support provided complete pump reset information for later use. Upon follow-up, the customer had not attempted a reset within 24 hours, so technical support assisted with resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to report back if the issue reappeared, which the customer understood.